Event description:
It was reported that an ilet user experienced persistent hyperglycemia after initiating steroid therapy, with blood glucose readings around 320¿324 mg/dl despite automated correction boluses and multiple infusion set changes; tubing primed with visible drops, no leaks were observed at the site, and fingerstick confirmed elevated glucose. Symptoms included headache and dry mouth. Outcomes included no hospitalization or emergency treatment and the user considering a manual injection with instructions to disconnect from the pump for a period after the injection. Investigation included technical troubleshooting with the current infusion set and verification of insulin delivery through tubing, as well as user education to allow time for corrections and to consider another site change if glucose did not improve. Investigation of this case revealed no device malfunction identified during troubleshooting and a potential contributing factor of steroid-induced insulin resistance. It was concluded that the event was consistent with hyperglycemia of unclear cause with likely contribution from concurrent steroid use and that the device was functioning as intended based on available checks. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.